Event description:
It was reported that the "guide wire in bfl package followed wrong route and entered wrong vessel. No power was developed to insert guide wire any further but nevertheless the guide wire kinked (seen when the wire was taken out). The wire has a wire fragment that cut into the vessel wall and created a bleeding." Vessel surgery was necessary to repair damage.